Event description:
It was reported that, "pt fell in 2009, pt went to see surgeon in 2009. Which reported knee pain, xrays show avon implant no longer properly positioned as cement mantle fracture."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.